Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via that the insulin pump alarmed for compromised force sensor system and the insulin pump died as there was no battery. The customer¿s blood glucose level was 209 mg/dl. Customer mentioned blank display but they were not calling after receiving new battery cap. Customer was advised to insert new battery and call back if issue blank display did not resolve. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis